Event description:
During the at procedure, it was noted that when the catheter was connected to the tactisys, there was a red light on the tactisys. The procedure was completed using the same catheter with no contact force. There were no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.